Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulty to withdraw the catheter from the guidewire could not be determined. In this case, it is possible that there was buildup of procedural contaminants on the guidewire, the patient anatomical conditions affected the catheter withdrawal, or a lack of device support may have contributed to the reported difficulty to withdraw the catheter from the guidewire; however, these conditions could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed in the 80% stenosed, mildly tortuous, and moderately calcified lesion in the left anterior descending artery. A dragonfly catheter was difficult to remove from the guidewire after performing a pullback. The guidewire wasn't kinked or damaged in any way. It was thought that it was possible they hadn't wiped the guidewire properly so some remnant contrast may have been present. The procedure was successfully completed with a new dragonfly catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.